Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since (B)(6) 2019 (the patient stated the last two weeks), they were still feeling stimulation while they recharged, even if their therapy was turned off. The patient clarified that the stimulation did not feel like ¿full stimulation,¿ but slight intermittent stimulation and it seemed to go on/off. The patient reported that they did have a fall off a foot stool while bathing their grandbaby about two weeks ago. I was suggested that the patient contact their doctor to discuss their symptoms with the stimulator being off occurring after their fall. No further complications were reported/anticipated.